Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. E1) phone number: (B)(6)/ g4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: thoracic endovascular aortic repair (tevar) was performed on (B)(6) 2026, for a descending thoracic aortic aneurysm (zone 3 tevar). A zta-p-30-155-w1 was deployed proximally from zone 3, and a zta-d-38-147-w1 was deployed distally. The procedure was completed without endoleak. On the evening of (B)(6) 2026, a dissection had occurred at the proximal end of the device in the above-mentioned patient, and that an emergency tevar was to be performed. Patient outcome: the procedure was reportedly completed successfully with placement of a ctag extending to zone 2 with one debranching.